Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. The device was found in specification. The device was tested per service procedure at 125ml per hour and delivered within specification with accuracy error percentage of -4.685% which is within 5% specification. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed volumetric testing when run at 200 ml/hour for 6 minutes. There was no patient involvement. No additional information is available.